Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was dislodged during tether mode. When the rvlp was being recovered while it was still connected to the delivery catheter, the rvlp separated prematurely from the catheter, causing embolism, and the rvlp was sitting freely in the right ventricle. When the rvlp was being retrieved by the retrieval catheter, the catheter was loosed up to re-adjust the device for retrieval, but the rvlp slipped and migrated into the right atrium. Eventually, the rvlp was retrieved, not implanted, and an alternate near at hand was implanted successfully instead. The first delivery catheter used was then examined, where it was found that activation failure was exhibited. Patient condition was stable.

Manufacturer narrative:
The reported event of premature separation was confirmed. A complete catheter was returned in one piece for analysis. The tether control knob was returned in aligned position, and the tether mode control was in between mid and long tether mode, the distal tether wires were found extended but the bullets were misaligned. X-ray examination found both tether wires were fractured and buckled at the transition zone. The cause of the reported event of premature release was isolated to the fractured and buckled tether wires at the transition zone. No other anomalies were found.